Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations pbd and other clinical observations coded to the CAPA.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had entered safety mode. Technical services (ts) was consulted and an increase in power consumption was noted, low out of range impedance measurements bellow 200 ohms were noted for the right atrial (ra) lead, high capture thresholds were also noted. This ICD was explanted with premature battery depletion (pbd) and safety mode. The ra lead was also explanted. This product has return for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had entered safety mode. Technical services (ts) was consulted and an increase in power consumption was noted, low out of range impedance measurements bellow 200 ohms were noted for the right atrial (ra) lead, high capture thresholds were also noted. This ICD was explanted with premature battery depletion (pbd) and safety mode. The ra lead was also explanted. This product has returned for analysis. No additional adverse patient effects were reported.